Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information in b5. The grasping section of device was returned to olympus for inspection and the reported failure was confirmed. The tissue pad was inspected and found it was worn with metal exposed. In addition, the following malfunctions were identified during the device evaluation: the coating of the grasping section (jaw) was partially peeled off. The probe had contact marks. The non-insulated area of grasping section (h-electrode) had contact marks. The device was functionally tested and passed all tests. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be peeled away. Olympus will continue to monitor field performance for this device.

Event description:
The piece fell into the patient's free abdominal cavity during a gynecological procedure, and was retrieved with forceps.

Event description:
It was reported that during an unknown procedure, a part of the white plastic from the subject device fell into the patient. The white piece was later found and removed. There was no reported harm or injury to the patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.